Manufacturer narrative:
Additional information: it was confirmed that the trigger on the device appeared to fully engaged when attempting to deploy .it was also confirmed that no cause of the event has been established as per the physician. Device evaluation summary: the delivery system returned with the external slider and rapid release trigger in the home position. There was no damage observed to the delivery system. There was no restriction observed retracting the graft cover using the external slider and the trigger. The handle was disassembled, and the trigger mechanism removed and dissembled. There was no anomaly observed to the clips which would have contributed to the difficulties encountered by the physician. The reported deployment/expansion issues were not confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 286mm thoracic aortic dissection. It was reported that during the index procedure the blue screw gear was rotated to deploy the device vnmc3737c182tu. It was reported that the blue slider would rotate but did not move or deploy the device. It was also reported that the slider made clicking noise when rotated. The trigger was noted to have been forward during the rotations. The physician was able to use the quick release trigger to deploy the device. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.